Event description:
It was later reported that the cause of death was unknown as well as if death was considered device related and operating as intended at the time of death.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a full battery depletion was able to be confirmed by review of the submitted log file. At 8:55 on (B)(6)2024, a routine power source exchange was performed and the controller appeared to be connected to 14v batteries. Later that day at 21:21:27, a low battery advisory alarm was activated due to the voltage of the black cable¿s battery falling below the designed alarm threshold. The advisory escalated to a low battery hazard alarm at 22:39:03 on the same day, as both 14v batteries continued to deplete. At 0:15:29 on (B)(6) 2024, a no external power alarm was captured due to both batteries approaching full depletion; the controller¿s backup battery was noted to have activated as intended during the loss of external power. The next recorded event captured the white power cable of the controller being reconnected to a power module. The controller powered on with the default timestamp of (B)(6) 2001 and a backup battery not installed alarm was active, which are indicative that the backup battery of the controller had fully depleted. The controller was not connected to the driveline throughout the remainder of the available data. The heartmate ii system controller (serial number: (B)(6) was not returned for evaluation. Provided information indicated that the patient passed away on (B)(6)2024. The root cause of the full battery depletion cannot be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed that the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook, rev. C, section 2 ¿how your heart pump works¿ instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. This section also instructs users that two new fully charged 14-volt batteries are expected to operate the system for approximately 10-12 hours, depending on your activity level. The heartmate ii patient handbook, rev. C, section 3 ¿powering the system¿ instructs users on how to check the charge of their batteries via its fuel gauge button. Users are instructed to always check the battery¿s charge before putting it into use and to always use fully charged batteries. The heartmate ii patient handbook, rev. C, section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur, including the low voltage and no external power alarms. Users are instructed to reconnect their power cables to either wall power or fully charged batteries to resolve the alarms. The heartmate ii patient handbook, rev. C, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient passed away and their system controller was returned to clinic. Log files were sent for evaluation. The log file contained data from on (B)(6) 2024 18:30 - on (B)(6) 2024 0:15 based on the date/time stamp data recorded. The log file indicated that the patient had not connected to power module/mpu power during this history. This indicates the patient had been sleeping on battery power. There were 109 low battery advisory events, and 6 low battery hazard events recorded over the entire recorded history. The following are the sequence of events from 18dec2024 that we are able to determine based on the log file data. On (B)(6) 2024 at 8:56, the patient performed battery exchange to fully charged set of batteries. Later that day at 21:21 a low power advisory alarm was activated, there was about 12 hours and 24 minutes of runtime on battery power. At 22:39 that a low power hazard alarm was activated and there was about a 1 hour, 18 minutes of runtime in low power advisory alarm state. On (B)(6) 2024 at 0:15, a no external power alarm activated, and the system continued operating on the emergency backup battery. The heartmate ii pump remained operating on emergency backup battery power for an unknown amount of time. Once fully depleted, the date/time stamp was no longer maintained and was reset to default. Pump off time was unknown and the date/time became unknown. The white power lead of the system controller was connected to power module power, likely for log file download. Date/time captured as on (B)(6) 2001 1:00